Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment, a review of the parsing files revealed no logged errors. The hard drive was re configured and the software was reloaded as a preventive measure. The upper case and power cord bay were broken and both were replaced and the left antenna was found to be out of specification and it was replaced as well. The device passed its final functional and system tests and no other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer during an implantable device implant. The user increased the pacing rate and then started to run the amplitude threshold test. The user then noticed that the programmer display still read the lower rate even though the implantable device was correctly pacing at the increased rate. The user then stopped the test, but was no longer able to make any selections on the programmer screen using the touch pen. It was noted that there was an hourglass on the screen. It was also noted that the programmer had not been updated until the most current software was recently run. A different programmer was used with telemetry able to be established and all testing and programming completed. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.